Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, one (1) ri robotic drill attachment was "loose" on the drill. The procedure was resumed without delay using the same device, and no injuries were reported as a result.

Manufacturer narrative:
This complaint has been reassessed based on the information available to the manufacturer. It was determined that this event does not fulfill reporting requirements per 21cfr803. No serious injury to the patient/user occurred or might have occurred as a consequence of the reported issue. Although the drill attachment was reported as ¿loose¿ on the drill during use, the internal design of the device prevents this condition from posing a hazard to the patient. Specifically, the burr is held in place by the internal bearings of the drill attachment and further secured by the drill lock. Therefore, even if the attachment shifts forward when loose, the guard and the attachment move together as one unit, maintaining the burr¿s position and preventing uncontrolled movement. As a result, the instability of the drill attachment does not compromise procedural safety nor present a risk of patient harm, meaning that this event is considered no reportable. This complaint will be monitored as part of our established post-market surveillance process. Internal complaint reference: case (b)(5).